Event description:
It was reported in 2007, a pta (percutaneous transluminal angioplasty) procedure in a lower limb. While attempting to reach the target lesion with the subject device (guidewire) for about 5 minutes, the tip of the subject device separated. The tip was retrieved with a snare. The procedure was completed with another device of the same type. There were no reported patient complications and the reported patient condition was good.

Manufacturer narrative:
Per the device directions for use (dfu): "before a guide wire is advanced or withdrawn, verify tip movement under fluoroscopy to prevent the possibility of vessel perforation or guide wire damage. Do not torque a guide wire without observing corresponding movement of the distal guide wire tip; otherwise, guide wire damage, such as tip separation, and/or vessel trauma may occur." As well , per the dfu: "always advance or withdraw the guide wire slowly and carefully. Never advance, auger, withdraw, or torque a guide wire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guide wire tip. Excessive force against resistance may result in damage to the guide wire, such as separation of the guide wire tip, damage to the interventional device, and/or vessel perforation. Determine the cause of the resistance under fluoroscopy and take any necessary remedial action."